Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply and the drive power cable were checked, and the tube was worked on. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. No pt injury was reported.